Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the clinical sales representative (csr) called in on behalf of the customer to report that the generator was not working properly. The csr tried to resolve the problem by replacing the instrument and instrument cables and used the second port, but the issue persisted. The csr explained to intuitive surgical (is) technical support engineer (tse) that very low energy was generated and sometimes it was not firing at all. The tse checked the logs, and no errors were found. The hospital worked with an external generator so no further trouble shooting could be done. The procedure continued as planned. There was no report of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the vio integrated electrosurgical generator unit (iesu) involved to resolve the reported issue. The system was tested and verified as ready for use. The vio iesu has been returned for analysis, but the failure analysis testing has not yet been completed. Therefore, the root cause of the customer reported failure mode has not yet been determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. An isi technical support engineer reviewed the system logs at the time of the call into technical support. Investigation revealed no related system errors. Additional log review confirmed the system (B)(4) was used on (B)(6) 2022 for a low anterior resection procedure. No image or video clip for the reported event was available for review. This complaint is considered a reportable event due to the following conclusion: the vio integrated electrosurgical generator unit was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup/third-party generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis could not confirm nor replicate the customer reported complaint of erbe generator was not working properly. The iesu was placed on an in-house system and was ran in normal mode. The unit energized, cauterized and all ports recognized instruments. The unit will be sent to original equipment manufacturer (OEM) for further investigation. Visual inspection found the unit is in good condition.